Event description:
Upon removal of the endotracheal tube, it was discovered that the balloon had deflated at some time during the procedure (laryngoscopy direct micro with co2 laser and biopsy) due to a tear in the balloon. Unsure if this occurred during intubation though this is thought to be unlikely. It simply burst due to defect or was cut with laser (though physician does not think the latter happened).